Event description:
It was reported that approximately 10 minutes before the end of hemodialysis treatment using an ak 98 machine, the patient experienced abdominal pain, nausea and headache. Immediately after the dialysis session was ended the patient experienced sudden onset of skin darkening and red colored urine. The patient was diagnosed with acute intravascular hemolysis. The patient was administered packed red blood cell (two units) transfusions "in the following days". It was reported "the skin pigmentation progressively cleared within 5 days". No additional information is available.

Manufacturer narrative:
Literature article: dufour, I., briol, van regemorter, e., goffin, e., devresse, a. ¿quiz: a case of acute intravascular hemolysis during dialysis: a quiz¿. Am j kidney dis. 2023 mar;81(3): a12-a15. Doi: 10.1053/j.ajkd.2022.10.013. The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h7, h9, h11. H9: on january 24, 2025 baxter issued the field safety notice (fav-2024-010) aimed at alerting the users of the potential risk of kinking when the remote panel is mounted on the same side of the dialyzer. Baxter investigated and identified a potential risk that could occur resulting in harm to the patients when using an ak self-care machine. It was determined if the remote operator¿s panel (installed only on the ak self-care machines) is installed on the same side of the machine as the dialysis cartridge, and the movable screen is maneuvered near the patient for control of the dialysis settings, there is a potential risk that the arterial dialyzer line could possibly be crushed and subsequently kink. This would lead to a partial obstruction of the blood flow (i.e. Mechanical hemolysis) and the inability for the patient to see the obstruction. (I.e. The remote panel blocks the view). Per the operator manual: to minimize the risk of damage to the patient¿s blood cells, dialysis providers should check and/or instruct their patients to check that there are no kinks in the blood lines prior to start-up of the machine, and whenever the remote panel arm is moved. A nonconformance has been opened to address this issue. Should additional relevant information be available, a supplemental report will be submitted.